Manufacturer narrative:
Analysis of the device has not been completed at the time of report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that there was implantable neurostimulator (ins) site pain during stimulation even if cycling was not used. The device was explanted.

Manufacturer narrative:
Analysis of the ins, model 3023, (B)(4), found no anomalies. The returned device passed all functional testing in the laboratory. No anomalies were identified. Due to the reported complaint, a connector block leakage test was performed and normal impedances were observed, indicating there were no electrical leakage paths in the connector area. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.